Event description:
"On or about (B)(6) 2008," monarc subfascial hammock was implanted. It was reported that, "after, and as a result of the implantation," the pt, "suffered serious bodily injuries, including, but not limited to, extreme pain, erosion of her internal bodily tissue, dyspareunia and other injuries." She required additional surgery "on or about (B)(6) 2010." Also reported, "she has experienced mental and physical pain and suffering, has required additional medical treatment and has sustained permanent injury," including debilitating injuries, hardening, chronic pain, recurrent incontinence and has sustained and will continue to sustain the injuries described.

Manufacturer narrative:
Should additional info become available regarding this event it will be re-evaluated and a follow-up report will be sent.